Manufacturer narrative:
The initial reporter is unknown at this time.

Event description:
It was reported that the patient's ipg migrated. As a result, the patient underwent surgical intervention wherein the scs system was explanted.